Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status mol 1. The device was implanted for 8 months and 83 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The analysis of the available iegm's showed a normal device behavior while the device was implanted and in service. Furthermore the inspection revealed, that the anti-tachycardia therapy function was not deactivated after the patients death and in the following, an amount of more than 50 charging cycles was performed by the device due to the detection of noise. There was no indication of a device malfunction. A sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD proved to be fully functional. There was no indication of an ICD malfunction while the device was implanted and in service. The anti-tachycardia therapy function was not deactivated after the patients death. This led postmortem to more than 50 charging cycles due to the detection of noise.

Event description:
Ous MDR - patient hospitalized for heart failure between (B)(6) 2010. The patient expired before (B)(6) 2010 and the body was transferred to a funeral home on (B)(6) 2010 with therapies not disabled. Hospital site staff are questioning why the device shocked postmortem and confirmation that the device functioned properly.